Event description:
Edwards received information that an 29mm mitral bioprosthetic valve was explanted after an implant duration of approximately 9 years and 9 months due to leaflet calcification leading to valve degeneration. An edwards' mitral magna valve size 27mm was successfully implanted as a replacement. The patient was (B)(6) years of age at time of explant. During same surgery, the patient received an edwards intuity elite valve in the aortic position. The patient outcome is listed as fine.

Manufacturer narrative:
Device not returned. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, there is no known available patient information. It is unknown if this device is available for return and evaluation. No specific information has been provided regarding the identity of this device; therefore, the device history record (DHR) review cannot be conducted. The status of the patient was provided as "hospitalized (stable)." No other information has been made available. If new information is provided, a follow up report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: moderate calcification was observed in the cusp area of leaflet 2 and 3. Free margin of leaflets 1 also exhibited moderate calcification. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 3mm on the outflow aspect. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification. 70% of the sewing ring had been partially damaged. This damage was most likely due to implant or explant. Additional manufacturer narrative: customer report of calcification could be confirmed by product evaluation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to privacy issues, no patient history has been made available. Therefore, we are unable to determine the root cause for calcification of this device.